Event description:
It was reported to nova biomedical that a consumer received a result of "hi" mg/dl on their blood glucose meter. The consumer administered 14 units of insulin based on that reading and subsequently experienced a hypoglycemic event requiring medical intervention at a hospital. It was discovered during the call that the consumer does not use control solution with every new vial of test strips. He also admitted to storing the test strips an area which may also compromise the test strips, both practices are against our directions for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant be a result of that investigation, a follow-up report will be filed.